Manufacturer narrative:
The customer reported that the initial sample was re-run due to the absence of a po2 result. Repeat testing was performed to confirm correct results. The cause for this event is unknown.

Event description:
The customer reported discrepant sodium results. The first sample did not give a po2 result so the sample was re-run and discrepant sodium results, compared with the initial results were questioned. There was no report of injury due to this event.

Manufacturer narrative:
The instrument files that were provided by the customer and reviewed by siemens do not indicate any performance issues with the sensors, the instrument or the measurement cartridge. Additional instrument files were requested from the customer but were not provided. As a result, additional investigations into this event cannot be conducted.